Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user observed 11.5 units of insulin on board after lunch when her typical lunch dose is 8.5 units, and review showed the ilet had delivered an automated correction of approximately 3 units for a higher-than-usual pre-meal glucose prior to her meal announcement. Symptoms included concern about potential hypoglycemia, though the user remained asymptomatic with capillary glucose readings in the 135 mg/dl to 120 mg/dl range. Outcomes included continued monitoring without alarms, adverse events, or medical intervention. Investigation included review of device reports and user education on insulin-on-board dynamics, automated correction dosing, and meal announcements. Investigation of this case revealed expected automated correction behavior with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with normal algorithm function and user timing of meal announcement. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.